Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients was blocked from adt. A technical support specialist removed unit jh-686 from the adt blocked list to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated interface.

Event description:
It was reported by the customer that a pyxis medstation es patients are missing for unit jh-686. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.